Event description:
Twelve hrs post-deployment of an angio-seal device, the pt had an acute occlusion and was taken to surgery for removal of the device. Prior to deployment of the angio-seal device, no pre-placement angiogram was performed. Co records do not indicate that this physician has been certified on the proper deployment techniques of the angio-seal device.